Event description:
It was reported that the left ventricular lead exhibited high capture threshold and less than 100 ohms impedance due to dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
Na